Manufacturer narrative:
On 17-may-2019 a correction was noted wherein the handle pli-10 should be a not reportable case. This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy- assisted distal gastrectomy, the device partially fired and was incomplete on the distal end. It was also noted that there is a poor staple formation. Another reload was used to complete the procedure. There was no patient injury.